Event description:
It was reported that one of the RNs was activating a pack from this lot and it blew up in her face, covering her torso & head. It is reported that the nurse handling the pack had to seek ER treatement.

Manufacturer narrative:
It was reported that ¿one of the RNs was activating a pack from this lot and it blew up in her face, covering her torso & head. They notified us that she did go to the ER to get checked out and they performed a 15 minute eyewash as well." ¿They also stated that, ¿it is reported that the nurse handling the pack had to seek ER treatment.¿¿ There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 CFR Part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.